Event description:
It was reported during a follow-up in clinic, high capture threshold and high pacing impedance were noted on the right ventricular (rv) lead. The suspected root cause of the event was either lead fracture or fibrosis. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating an increased threshold and high impedance occurred again following reprogramming. Additional reprogramming was performed to resolve the event. The patient was stable.